Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the usb cable was damaged. A replacement usb cable was sent to the customer. Customer's blood glucose was approximately 180 mg/dl.